Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6). The customer reported that during the procedure the first closurefast catheter was connected to generator without any error message. The closurefast catheter was inserted to the vein, tumescent given, and doctor pushed the button to start the ablation and an error message appeared on the generator screen; broken change device. The second closurefast catheter was inserted and physician was not able to get near the junction of the vein. A spasm occurred due to the tumescent anesthesia so the second catheter only was used to complete half of procedure. The investigation of the returned closurefast catheter was performed on (B)(6), 2015, and was negative. There was no damage or anomalies that would appeared to have contributed to the reported event, the root cause of the responding difficulties cannot be determined.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.(B)(4).